Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified calcification (approximately 20%). Leak test and microscopic analysis was performed which identified no leakage and no other observations. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional right side exchange from textured to a smooth breast implant due to the "patient¿s concern with the product." Additionally healthcare professional reported calcification.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: implant exchange. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Do not treat capsular contracture by forceful external compression, which will likely result in implant damage, deflation, folds, and/or hematoma. Capsule firmness must not be treated by overexpansion of the device. Radiation to the breast ¿ allergan has not tested the in vivo effects of radiation therapy in patients who have breast implants. The literature suggests that radiation therapy may increase the likelihood of capsular contracture, necrosis, and implant extrusion. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Patient reported a right side capsular contracture, baker grade unknown. Device remains implanted.